Manufacturer narrative:
This report is submitted on january 31, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient's device was electively explanted on (B)(6) 2018 due to poor performance with device use the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on april 29, 2019.

Manufacturer narrative:
This report is submitted on 12 february 2020.